Manufacturer narrative:
B3: may is the reported month, but exact day not provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a cassette not attached error. There was no patient involvement.

Manufacturer narrative:
Received one device. During test inspection the complaint is confirmed and the sensor dso is replaced, in addition seal dso and labels were replaced. The device and software were updated and calibrated. All tests passed within specification. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.